Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, customer reported refilling cartridges with insulin. Technical support informed customer that cartridges should not be reused per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 200 mg/dl at time of event.